Manufacturer narrative:
**Other products involved in this event: (B)(4) - battery / catalog number 1650 / expiration date: 06/30/2017. (B)(4). Device available for evaluation: yes, 8/14/2017. Device evaluated by manufacturer: no / device evaluation anticipated, but not yet begun. Device manufacture date: 06/20/2016. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650 / expiration date: 06/31/2018. (B)(4). Device available for evaluation: yes, 8/14/2017. Device evaluated by manufacturer: no / device evaluation anticipated, but not yet begun. Device manufacture date: 03/01/2017. Labeled for single use: no. Battery issue. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that three batteries were not draining appropriately and are switching to the secondary power source before properly drained to 25% power.  There was also a critical battery alarm logged.  The critical battery alarm occurred while it still showed a full battery life on the battery gauge.  Three batteries were replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the batteries were not properly draining; additionally, power switching and critical battery alarms were observed. Three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log files analysis revealed that the batteries discharged as expected when in use. However, the reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). Additionally, 1 critical battery alarm was recorded on (B)(6) 2017 involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. These observations are indicative of communication errors. The most likely root cause of the reported event can be attributed to a communication errors between a controller and the batteries. The controller, (B)(4), in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication errors between a controller and the batteries. (B)(4). Device evaluated by MFR: yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.